Manufacturer narrative:
(B)(4) the sample was not returned to the manufacturer for evaluation. The manufacturer reported: "the incoming paperwork was reviewed, and no anomalies were found in the incoming material inspection. Additionally, the material has not changed, and the supplier remains the same. Review of random dhrs from this product revealed that the manufacturing process is according to specifications. Root cause could not be determined." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
The report states "it was falling when in use". Additional information received states that "the strips were fraying and beginning to disintegrate once they were introduced into the operative sites and were moistened. One particular surgeon noted it because he was performing microsurgery and could see under the microscope a lot of debris in the wound from the strips which caused him to have to excessively irrigate the wound without confidence that none was retained for sure. He was very concerned this could cause harm to the patient especially if the wound was closed with debris still in there that was not seen". The information further states "I have not heard any updates as to the patient's status post-surgery at this time. That would be up to the surgeon to follow up on if he chooses to do so. Additionally, the scrub techs complained as well about how after unpacking the strips and trying to separate them, they would already begin to fray and fall apart even prior to getting moistened".

Event description:
The report states "it was falling when in use". Additional information received states that "the strips were fraying and beginning to disintegrate once they were introduced into the operative sites and were moistened. One particular surgeon noted it because he was performing microsurgery and could see under the microscope a lot of debris in the wound from the strips which caused him to have to excessively irrigate the wound without confidence that none was retained for sure. He was very concerned this could cause harm to the patient especially if the wound was closed with debris still in there that was not seen". The information further states "I have not heard any updates as to the patient's status post-surgery at this time. That would be up to the surgeon to follow up on if he chooses to do so. Additionally, the scrub techs complained as well about how after unpacking the strips and trying to, separate them, they would already begin to fray and fall apart even prior to getting moistened".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.